Event description:
It was reported that during the device changeout procedure the atrial pacing lead threshold readings were higher than normal. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: kdr731 implantable pulse generator (B)(6) 2005; 5054-58 implantable pacing lead (B)(6) 2005. (B)(4).